Manufacturer narrative:
Device had reservoir tube lip completely broken off and test reservoir unable to lock or click into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the lip of the reservoir of the insulin pump was damaged. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer also reported that the reservoir was unable to lock in the place when inserted into the insulin pump. The insulin pump will be returned for the analysis.